Manufacturer narrative:
Method: the device will not be returned for an evaluation and investigation as the device was discarded by the end user. An exact lot number was unavailable for the suspect device; therefore, a review of the device history records (DHR) could not be conducted. Results: as no device was available for an evaluation, no methods were performed; therefore, results cannot be obtained. Conclusions: the device was not returned to I-flow for evaluation, therefore, no conclusion can be drawn and we are unable to determine a root cause for the reported event. Further investigations will be conducted with the reported information given; should additional information pertinent to this event become available, I-flow will submit a follow-up report. Information form this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. See scanned page.

Event description:
Drug/diluent: 0.5% bupivacaine. Fill volume: 400ml. Flow rate: 5ml/hr. Procedure: laparotomy, lysis of adhesion. Cathplace: sub fascial. Date of surgery: (B)(6) 2014. It was reported that a clinical specialist was contacted by a surgeon who reported a patient had a 400ml pump started on (B)(6) 2014 at 19:04 and emptied on (B)(6) 2014 around 11:00. At 11:54 on (B)(6) 2014, a new pump was ordered for the patient. The patient's condition was stable. Additional information received (B)(6) 2014 from the physician: the patient is currently still in the hospital as she had other bowel issues, and chronic pain. When the patient was using the reported pump, there were no signs and symptoms of local anesthesia toxicity or other adverse symptoms. On-q catheter silver soaker was used in conjunction with the pump. The pump was discarded, exact lot number is unknown.